Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4). This report has been identified as b. Braun (B)(4) internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "there was a note on the pump stating that the medication did not infuse." No patient injury reported.

Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at a rate of 250ml/hr and a volume to be infused of 25ml. The test results were within specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.